Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. Unknown part number, unknown lot number, UDI is unavailable. This report is for unk - 4.5mm lcp pediatric proximal femur plate/unknown lot number. Original implant date was sometime 9 months ago. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient still has a non-union as of (B)(6) 2016, the patient had revision surgery to further treat the non-union. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered from a displaced stress fracture that was treated by another surgeon with a percutaneous screw fixation (non synthes product), that did not heal. Nine (9) months later patient was treated for an anatomical reduced non-union, by another surgeon. That surgeon implanted a femur plate, three (3) locking and three (3) cortex. On (B)(6) 2016 the patient still has a non-union, surgeon felt that the fracture was still enough reduced for another attempt to get the fracture to heal. Patient was revised to a dhs one-stop plate, compression screw and norian drillable bone void. This complaint involves three devices. This report is 3 of 3 for (B)(4).